Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Results of investigation: carefusion failure analysis (fa) laboratory evaluated the suspect device. The component was visually inspected and found that there was fluid ingress beneath the membrane of the display. The component was installed in a known good vela unit and powered up without issues. Performed a calibration on the touchscreen and failed the display calibration. The reported issue was duplicated and the cause of the malfunction was due to fluid ingress between the membranes of the touchscreen display. The ventilator was repaired in carefusion's factory service department by replacing the front panel display, which resolved the reported issue. The device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported an unresponsive touchscreen on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.